Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 2800 25mm bioprosthetic aortic valve, implanted nine (9) years, eleven (11) months and six (6) days, was explanted due stenosis and insufficiency. The explanted device was replaced with a 3000tfx 25mm. The patient was noted in stable condition. Access to device was denied due to patient privacy.